Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified artery. A 110mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured within 20 seconds. The balloon was completely removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.